Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding /abnormal bleeding(general)") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included shakiness since (B)(6) 2013. Concomitant products included fluoxetine from january 2013 to december 2015, omeprazole (prilosec) since december 2012 and pantoprazole since december 2012 to 2015. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), allergy to metals ("nickel allergy"), rash ("rashes or skin conditions type: rashes,"), menorrhagia ("abnormal bleeding(menorrhagia)"), headache ("headaches"), migraine ("migraines"), nausea ("nausea"), anxiety ("psychological or psychiatric problems condition: anxiety,"), fatigue ("fatigue"), weight decreased ("weight loss"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux,") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine pain ("uterus pain"), abdominal pain ("severe abdominal pain / cramping") and dyspareunia ("painful intercourse"). The patient was treated with surgery ((B)(6) 2013, bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, female sexual dysfunction, vaginal haemorrhage, allergy to metals, rash, uterine pain, dyspareunia, menorrhagia, headache, migraine, nausea, anxiety, fatigue, weight decreased, gastrooesophageal reflux disease and alopecia outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, dyspareunia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, rash, uterine pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: weight 185 lbs. Approximate weight at the time of essure placement 218-220 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: essure was in place properly in fallopian tubes. Most recent follow-up information incorporated above includes: on 12-apr-2018: pfs received. Reporter and patient demographics were added. Updated suspect drug indication. Concomitant disease , concomitant drug added.events vaginal bleeding, menorrhagia, apareunia, anxiety, rashes, migraines, nausea, nickel allergy, fatigue, weight loss, acid reflux, hair loss and uterus pain added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain / cramping"), headache ("headaches") and dyspareunia ("painful intercourse"). The patient was treated with surgery (pelvic surgery). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, headache and dyspareunia outcome was unknown. The reporter considered abdominal pain, dyspareunia, genital haemorrhage, headache and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.